Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a possible under delivery anomaly. Customer stated the insulin pump does not give them amount of bolus to deliver even if the blood sugar was high. Customer stated insulin pump wont allowed customer to delivered more if it was already working to deliver the amount needed to stabilize their blood sugar based on the sensor glucose and blood glucose readings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.